Event description:
It was reported that the insulin pump was exposed to ocean waster and the time on the device was not advancing. The customer's blood glucose was 90 mg/dl. The customer stated that they went snorkeling. The keypad of the device was unresponsive. Troubleshooting was unable to be performed due to the unresponsive keypad. The discontinuation of the insulin pump was advised. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump passed displacement test and self test. Insulin pump was monitored and functioning properly. No making noise or beep anomaly during testing. However, insulin pump received with moisture damage at electronic assembly. Insulin pump received with an intermittent button response due to corroded keypad traces. Insulin pump received with minor scratches on display window, cracked case display window corner, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube, broken belt clip slot and missing end cap sticker.